Event description:
It was reported that an asymptomatic patient presented in clinic after receiving inappropriate therapy due to atrial fibrillation with rapid ventricular response. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.